Event description:
Trial boston scientific precision? Iscs implanted (B)(6) 2017. Called bs rep when I came home after trial implant due to being "zapped" numerous times. Ended up keeping it turned off. Poor and/or no response about my complaints from the assigned bs representative. (B)(6) 2017, right leg was cold (confirmed by another rn in my family, I was also rn), continued to get "zapped" when turned on (B)(6) 2017. Went to ER, it was removed by ER doctor after consulting with my chronic pain physician that implanted it. Followed-up with pain dr on (B)(6) 2017 and returned it and lead at visit.